Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.8x19 mm graftmaster stent was inserted to treat a perforation in the heavily calcified and heavily tortuous left anterior descending coronary artery, but the stent was unable to cross the vessel due to the patient anatomy. The sds was removed together with the guide wire and guide catheter and found to have separated 25 cm from the distal end. The perforation was treated with a balloon. No additional information was provided.